Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse did not find any related in the diagnostic logs. The fse then completed full calibration, functional testing and safety check to factory specifications. The unit passes all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was flickering at power up. There was no patient involvement and no adverse event was reported.